Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, a vibratory alert for the left ventricular lead noted high, out-of-range impedance. The patient was brought into the office. Further investigation noted significantly increased thresholds. Programming changes were made. The patient was stable.